Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen and an active insulin amount was displayed on the home screen. Tested with a test reservoir with no reservoir anomalies noted during testing. Pump error alarmed during self-test due to poor solder joints at keypad assembly. Unit was received with high sleep current measurement due to moisture damage on all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, severely damaged keypad overlay texture, peeling end cap address label and corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump error alarm and had a problem with their bolus delivering. Their blood glucose was 13 mmol/l. The customer said that their pump did not show the insulin on the display and did not detect the reservoir. They were advised to disconnect from the pump and run the self-test. The pump error alarm occurred two times. The insulin pump will be returning for analysis.